Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. An illegal address por occurred on (B)(6) 2015. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). There was also oversensing and high pacing impedance on the right ventricular (rv) lead. The reset was cleared. Later, the device and lead are scheduled to be explanted and replaced and downgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.